Event description:
During the procedure to coil a cerebral aneurysm, two separate coils (precidio and ultipaq) could not be pushed through the catheter and analysis revealed the ultipaq was damaged. The coils had passed their expiration date. They had not been reprocessed. Another coil was eventually used and the aneurysm was coiled. The patient was given antibiotics at the end of the procedure and did not sustain any harm. Information regarding the reason for the use of expired coils and the reason for administering antibiotics could not be obtained.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs associated with patient (B)(6). Complaint initially received via voluntary medwatch: (B)(4). Complaint conclusion: the proximal end of the coil was received severely damaged. The evidence suggests that distal interference inside the microcatheter contributed to the coil becoming stuck inside the microcatheter. The source of this interference cannot be determined. In addition; without the return of the microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Since there was no identified manufacturing issue related to the complaint, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.